Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump had software error detected. The customer¿s blood glucose level was 253 mg/dl at the time of the incident and current blood glucose level was 228 mg/dl. Customer states insulin pump was not working screen went black for 30 seconds. The insulin pump will not be returned for analysis.